Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. During the investigation, identified that the key switch was not turned on all the way. Turned the key switch on all the way and the system worked as intended. Advised the facility. System was returned to service.

Event description:
It was reported that the vertical column on the 9800 system, would not go up or down. There was no report of patient injury.